Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra aortic balloon pump, failed to power on before use, there was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4 , g3, g6,h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on site inspection determined the power module was faulty and required replacement. The customer declined repair after quotation, so no repairs have been done at the time and device is unavailable for use.